Manufacturer narrative:
Investigation: one safetyglide needle assembly in an opened blister pack from batch 9080599 (p/n 305901) was received and evaluated. It was observed there was an additional needle bent around the hub in a u-shape with both ends sticking out of the top of the shield. The hinge mechanism was cut away and it was found that the needle was not adhered to the needle hub assembly with epoxy but rather was loose. A mis-assembly at the cannulation operation can cause double cannula. A needle misses the hub and falls on to the adjacent needle on the rack. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. A device history record (DHR) review was performed on the columbus component batches (8340552, 8340557, 8311968, 8088700, 8088697, 8214684, 8311974, 8311972) which were used in the canaan batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that the needle sftygld 25x5/8 rb experienced molding defects with sharp protrusions. Defect noted prior to use. The following information was provided by the initial reporter: material no: 305901, batch no: 9080599. Description: piece of metal was protruding from needle prior to use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle sftygld 25x5/8 rb experienced molding defects with sharp protrusions. Defect noted prior to use. The following information was provided by the initial reporter: material no: 305901, batch no: 9080599. Description: piece of metal was protruding from needle prior to use.